Event description:
Related manufacturer reference number:1627487-2022-04789. Related manufacturer reference number:1627487-2022-04790. Related manufacturer reference number:1627487-2022-04792. It was reported that both the patient's lead exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Additional information indicates that the high impedances were on the leads and not the extensions after the patient experienced a fall.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.